Manufacturer narrative:
Service team replaced the defective batteries with new batteries to ensure system is charging successfully. Daily calibration passed. Qa passed. No harm to the patient or users.

Event description:
The patient was on the table, and a battery failure causing delay in the patient's treatment.